Event description:
Blincyto 7-day infusion administered through an adm set-curlin epidural w/0.2 micron filter, tubing leaked from the filter part while patient was on day 3 once, and day 7 three times. We are investigating the leak with the manufacturer: moog. Manufacturer response for administration set, (per site reporter). Replacing all remaining tubing with different lots. Investigating the reason for the leaks with the affected tubings.